Event description:
It was reported that a dissection occurred. The target lesion was located in the left circumflex artery. A 48 x 3.00 synergy drug eluting stent was deployed to treat the lesion. Following post dilation, a distal edge dissection in the distal part of the stent was noted. A 20 x 2.75 promus elite mr stent was deployed overlapping and distally to cover the dissection and successfully complete the procedure. The patient was stable and fully recovered.